Manufacturer narrative:
A.1.- a.5. Patient information was not provided. H11: livanova field service technician dispatched on site did not confirm the issue after performing device operational tests, and no parts replacement occurred. Field service technician did not exclude pump over-occlusion by user as possible cause of the event. Complaints database review revealed no further similar events since unit¿s installation. No concerning trends related to reported failure mode was detected. Based on the investigation findings, it cannot be ruled out that incorrect pump settings by the user (e.g., an over-occlusion) led to the reported event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that, during procedure, a s5 double roller pump had an internal alarm. The message display read "internal temperature is too high". Reportedly, pump was not rotating smoothly but jerky. There was no patient involvement.